Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsvt4b11, (imp,tsv,4.1,11.5,mtx,mg) for evaluation. A visual evaluation and functional test was performed on the tsvt4b11. The mount would not disengage from the implant as intended. No malfunctions were identified for devices tsv4b11 and tsvwb11. DHR review was completed for the subject lot number 1257801. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1257801 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque or speed applied during placement/seating exceeded the recommended value or the clinician did not follow the recommended protocol for implant placement and final seating (e.g. Tool inserted incorrectly, tool selection, tool not fully engaged). Therefore, based on the available information, a device malfunction did occur. The mount would not disengage from the implant as intended. The reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Concomitant medical devices: associated devices: tsv4b11 lot 1256949. Tsvwb11 lot 1252982.

Event description:
Doctor reported lack of primary stability at tooth site 46. Doctor indicated formation of a full flap in local analgesia. Preparation for surgery according to protocol was performed for implant placement tsv 11,5 x 4.1 using a sv3.4dn. Implant was placed with a ratchet, the mount could not be disengaged from implant, so it was removed and a new implant 4,1 mm was placed but it was not primary stable. Then doctor placed another implant using a tsv4dn and there was also lack of primary stability. Doctor interrupted surgery and closed the wound. No other implant was placed to complete the procedure. This report captures the stuck condition.